Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The system then passed the system checkout and was found to be fully functional. H3: analysis found on emitter- analysis determined the returned units' port six has an amber led light which constantly stays lit, with or without an instrument inserted. Lat does not recognize that an instrument has been inserted. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825rpend, serial/lot #: 603004140, ubd: , UDI#: 00643169993778. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 salesforce (B)(4) (rep): medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had an amber light on their interface box port 6.  When opening the tracking details, port 6 was listed as faulted. This was noted during setup.